Event description:
The manufacturer representative (rep) was unfamiliar with the patient and the surgeon until the time of this case. The patient informed me that he had a previous spinal cord stimulator (scs) implant. When asked when it was explanted an why, he was unsure of when it was removed and could only estimate a few years ago. He said he wanted it removed b/c he hated to recharge it, that it took hours, and every time he recharged it, it felt like it was burning him inside. I asked, did he ever have any injury or burns that needed to be treated due to recharging. He said no, he never had to be treated. He just hated recharging and wanted the device removed. He said that he had some relief from scs, but the trouble he had from recharging did not make it worth keeping it. He said he had a good relationship with medtronic at the time and he saw them a few times to help troubleshoot the recharging issues. He has had a discectomy after the removal of the scs, and that helped him with his right leg pain he used to have but has not helped his low back pain. He said he came to his pain management doctor to help and that they revisited the idea to reconsider the scs therapy. He decided to try it again, and that is why he is hear today to do a surgical scs trial. It was unknown if the issue resolved.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; lot/serial#: (B)(6); implanted: (B)(6) 2015; product type: lead. Product ID: 977a260; lot/serial# (B)(6); implanted: (B)(6) 2015; product type: lead. Product ID 977c265 lot/serial# (B)(6); implanted: (B)(6) 2026; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.